Event description:
The sheath was being utilized during a procedure. Upon removing the sheath, the physician experienced difficulty. As a result, the radiopaque band broke off and remained in the pt. Attempts to obtain add'l info at this time have not been successful.